Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Patient reported to a surgeon that they had pain with their total hip replacement, implanted approximately 10 years prior. The surgeon determined that the patient's acetabular component had moved and was loose. He was scheduled a revision. The operation was completed successfully.